Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead could not be placed intra-operatively due to the patient being in atrial fibrillation (af). The lead was explanted and replaced. No further patient complications have been reported as a result of this event.